Event description:
The hospital staff attempted to use the device during a CABG procedure. Prior to separation from cpb, the pt's heart began to fibrillate. When the device was turned on it reportedly failed to boot up properly and displayed a service indicator and a blank monitor screen with vertical colored lines and could not be used. Drug therapy was administered and the pt's arrythmia was converted to a sinus rhythm. There were no adverse affects to the pt reported as a result of the alleged malfunction.